Event description:
This pi is for revision of patient's left hip due to femoral periprosthetic fracture on (B)(6) 2007 update: operative reports from october 2007 (primary) and november 2007 (revision). As reported: "a 67-year-old female status post left total [hip] replacement on (B)(6) 2007 who did very well postoperatively. She presented to the office yesterday on (B)(6) 2007) with about a one-week history of left hip and groin pain following a therapy session. X-rays show a nondisplaced fracture of the proximal femur with subsidence of her femoral component. She is brought now for open reduction and internal fixation of her femur with revision of her stem. I was able to identify a fracture at the calcar extending down to about 3cm below the lesser trochanter. There was no further extension..." A 32 +8 femoral head and size 2 127° accolade stem were revised to a size 3 accolade stem, 32 +4 metal head, and cables to reduce the fracture.

Manufacturer narrative:
Corrected data: age at time of event. An event regarding periprosthetic fracture and subsistence involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty on (B)(6) 2007 and a first revision on (B)(6) 2007 since I was able to review the operation reports. I can also confirm that the patient did undergo a subsequent revision on (B)(6) 2019 since I was able to review the implant sheets and the intraoperative photos and explanted materials. I was not provided with the operation report for the second revision. I cannot confirm that the patient had elevated cobalt levels since there was no documentation provided for this other than the narration in the summary. Root cause analysis: there are two events that require examination. The first event is the periprosthetic fracture. The root cause of this event cannot be determined with certainty. However, based upon the fact that the surgeon broached for a #1 accolade implant and inserted a #2 implant, this leads me to believe that the cause was iatrogenic related to the surgical technique. It is very likely that a nondisplaced fracture occurred at the time of implantation which was unrecognized and then subsequently with weight-bearing over a six week period the fracture became symptomatic and was recognized and subsidence of the implant was noted necessitating revision. Of course trauma could play a role but there was no report of any traumatic event other than pain after a therapy session. I would not assign any causality for this event to the implant itself. The second event is the development of metallosis with alleged elevated cobalt levels. The root cause of this cannot be determined with certainty. The root causes of metallosis with elevated metal ion levels are multifactorial include surgical technique, especially in the preparation of the femoral head and trunnion prior to and upon insertion. In this particular case, no mention was made during the primary procedure or the first revision procedure of any particular preparation of the trunnion and femoral head. Also possible contributors could be the patient's lifestyle, activity level and bmi, as well as implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to peri-stem fracture. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty on (B)(6) 2007 and a first revision on (B)(6) 2007 since I was able to review the operation reports. I can also confirm that the patient did undergo a subsequent revision on (B)(6) 2019 since I was able to review the implant sheets and the intraoperative photos and explanted materials. I was not provided with the operation report for the second revision. I cannot confirm that the patient had elevated cobalt levels since there was no documentation provided for this other than the narration in the summary. Root cause analysis: there are two events that require examination. The first event is the periprosthetic fracture. The root cause of this event cannot be determined with certainty. However, based upon the fact that the surgeon broached for a #1 accolade implant and inserted a #2 implant, this leads me to believe that the cause was iatrogenic related to the surgical technique. It is very likely that a nondisplaced fracture occurred at the time of implantation which was unrecognized and then subsequently with weight-bearing over a six week period the fracture became symptomatic and was recognized and subsidence of the implant was noted necessitating revision. Of course trauma could play a role but there was no report of any traumatic event other than pain after a therapy session. I would not assign any causality for this event to the implant itself. The second event is the development of metallosis with alleged elevated cobalt levels. The root cause of this cannot be determined with certainty. The root causes of metallosis with elevated metal ion levels are multifactorial include surgical technique, especially in the preparation of the femoral head and trunnion prior to and upon insertion. In this particular case, no mention was made during the primary procedure or the first revision procedure of any particular preparation of the trunnion and femoral head. Also possible contributors could be the patient's lifestyle, activity level and bmi, as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event involving an unknown accolade stem and periprosthetic fracture was reported. The device was not returned for evaluation. The catalog and lot code were not provided for device identification. A review of medical records by a clinician concluded the following: an acute overload condition in the femur as caused by excessive hip manoeuvres during a physical therapy session has contributed to a periprosthetic fracture around an accolade tmzf stem some 5-weeks post primary arthroplasty requiring revision with stem exchange combined with open reduction with internal fixation of the fracture with dall-miles cables. Does the review identify any procedural related factors that contributed to the event? Trauma of excessive hip maneuver during a physical therapy session. Does the review identify any patient related factors that contributed to the event? None evident. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. If additional information is received the investigation will be reopened.

Event description:
This pi is for revision of patient's left hip due to femoral periprosthetic fracture on (B)(6) 2007. Update: operative reports from (B)(6) 2007 (primary) and (B)(6) 2007 (revision). As reported: "a (B)(6) female status post left total [hip] replacement on (B)(6) 2007 who did very well postoperatively. She presented to the office yesterday ((B)(6) 2007) with about a one-week history of left hip and groin pain following a therapy session. X-rays show a nondisplaced fracture of the proximal femur with subsidence of her femoral component. She is brought now for open reduction and internal fixation of her femur with revision of her stem...I was able to identify a fracture at the calcar extending down to about 3cm below the lesser trochanter. There was no further extension..." A 32 +8 femoral head and size 2 127° accolade stem were revised to a size 3 accolade stem, 32 +4 metal head, and cables to reduce the fracture.